Event description:
Philips received a complaint by the customer on the v60 indicating that the unit shut down while on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 had shut down while on a patient. The rse performed a troubleshoot and found code 2002. Code 2002 indicates a normal power down. The customer conferenced the respiratory therapist (rt) who stated that the patient turns the unit on and off themselves. It was determined that the overnight staff was unaware the patient turned the v60 off and on themselves. No further action is required. No issue was determined as the staff was unaware the patient turns the v60 on and off themselves. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.